Event description:
It was reported that the patient experienced a thrombotic stroke two hours post procedure requiring additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Two hours post procedure the patient experience stroke like symptoms. The physician explanted the stent, patched the right carotid artery and noted very small platelet aggregates at the distal end of the stent. Imaging was performed and there were no abnormalities. The patient woke up neurologically intact after the procedure with no symptoms.